Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the pt was experiencing "random alarms" while at home. Upon downloading the pt history files, the pt had multiple pi events, some apparent pump stoppage and when the percutaneous lead was manipulated, the speed of the pump would drop. The pt experienced these alarms on the power module, but not when on batteries. The MFR's technical services representative conducted a percutaneous lead distal end replacement according to procedure.